Event description:
It was reported that during a transport, the ventilator shut down while connected to a patient. No alarms were heard. No patient harm reported. The biomed tech had set-up the ventilator with a test lung and ran it overnight. When he came in the next morning, the ventilator was off.

Manufacturer narrative:
The ventilator has not been returned to the manufacturer for evaluation.